Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the high voltage cable was defective along with the high voltage tank. Both items were replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would track to 120kv and the image appeared as if it was in subtraction mode. There was no adverse patient involvement reported. There was no patient information reported.